Manufacturer narrative:
No returned unit for evaluation.

Event description:
According to homedics, inc. MDR no. 1832894-2007-00062 stating, "customer was taking medicine that warns it can raise bp, used homedics bp unit bpa-250wgn in 2007. He called the paramedics because he thought he was having a heart attack, paramedics arrived and customer was okay only scared."